Manufacturer narrative:
The reported field event of set screw tightening anomaly was not confirmed in the laboratory. Visual inspection found that the atrial set screw hex inset was partially stripped, consistent with the user inserting the torque wrench at an angle. A fully inserted torque wrench was able to tighten the set screw. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial set screw would not tighten. The device was replaced. The patient was stable.